Event description:
The customer reports they said they are having issues with this new bronchoscope. The balloons pop off. This did not occur with the older scopes. The user thinks it¿s because the distal end is much narrower than the 180 series. The balloon has fallen off inside the patient's airway or inside the et tube. Additional details regarding the reported event(s) have been requested. At this time, no additional details have been provided.